Event description:
Reporter alleged when downloading blood glucose monitoring device at the doctor's office, she noticed an extra reading in the memory. Reporter stated the extra reading in the memory did not match any reading in her records. A request was made for the return of the suspect device and replacement product was sent.